Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the device¿s black button was difficult to advance and the first anchor could not be deployed, so a backup device of the same product was used. The issue was identified intra-operatively, and preparation of the backup device resulted in approximately up to 15 minutes of surgical delay. There were no known impacts or consequences to the patient. Attempts have been made and no further information has been provided.